Event description:
It was additional reported that the patient is a participant in the product surveillance registry study.

Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold values. A procedure was ordered to replace the lv lead and also prophylactically replace the pace/sense (p/s) portion of the recalled right ventricular (rv) lead. During the revision procedure, the right atrial (ra) lead became dislodged. Both lv and ra leads were capped and replaced. It was further reported that while replacing the p/s portion of the rv lead, a high rv defibrillator impedance measurement was observed when the device was out of the pocket. The device was then placed back in the pocket, and all impedance values returned to normal range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071-35, lead, implanted: (B)(6) 2011; 6948-65, lead, implanted (B)(6) 2005. (B)(4).